Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental mw is being submitted as a retraction of the initial report MFR report number 0001038806-2023-01610, which was found to be a duplicate of the same event already submitted under MFR report number 0001038806-2023-01614 on 24-aug-2023. No additional reports will be submitted under MFR report number 0001038806-2023-01610. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H11: corrected data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2023-01610 as this event has already been submitted and is a duplicate of MFR report number 0001038806-2023-01614 that was submitted on august 24, 2023.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient had developed an infection at implant tooth site #19. The patient had complained of pain and swelling at site. Therefore, the implant was removed.